Manufacturer narrative:
Review of history logs confirmed that the user acknowledged three separate low battery alerts and left the device unplugged, which ultimately resulted in the shut-down. The pump stop was not caused by device malfunction.

Event description:
User ignored battery warnings, which resulted in a critical system shutdown, causing the pump to stop. There was no patient harm as the user resorted to hand-cranking; however, a pump stop is considered reportable.